Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported a rash that developed into an infection on the patient's back. The area was described as raw and oozing puss. Patient reported having ms which causes issues as well. There was no alleged device malfunction contributing to the irritation. Patient was prescribed heavy antibiotics cream by a physician. Follow up indicated that the medication is helping the skin irritation to improve.